Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports that down button does not respond properly, it has to be press several times to respond. The customer also stated that there is a crack on the screen and it is difficult to read it. The customer reported several motor error alarms last month. The customer was advised that insulin pump needs to be replaced. The replacement insulin pump will be sent to customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing. However, corroded keypad traces were noted. All of the buttons functioned properly. The insulin pump was received with a cracked display window, cracked reservoir tube lip, minor scratches on the display window, a cracked case near the display window corners and a missing end cap sticker.